Event description:
The hospital biomedical engineer informed a field service technician (fst) that burn damage on the thorax region near the sternotomy was caused by the cupola primalix 8000. The surgery duration was 14:00 to 19:00. (B)(4).

Manufacturer narrative:
The fst has been able to verify that this cupola conformed to specifications in terms of light illumination. The measured values were in accordance with the device's labeling and with the international standard. The manufacturer's operations manual suggests that the surgical team must verify that the wound is irrigated during the operation and adapt the illumination level to avoid dehydration of the tissue. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.